Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient called in asking how long it takes to deliver a bolus. The patient stated that ever since they got the pump, it had been slowing getting worse and getting very frustrating. It was taking 5-7 minutes to deliver a bolus, and the screen was lagging at 90%. The patient was driving and didn¿t have their equipment with them for troubleshooting, so the agent was going to call the patient back the next day. The next day, the agent made an outbound call to the patient. The agent walked the patient through clearing data after which the patient was able to connect to the pump and stated that the process went quickly. The patient was going to monitor the issue and call back if further assistance was needed. During the call, the patient mentioned their pump was implanted on their 'back side.'

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.